Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the air pen drive device seized, jammed and was moving heavily. It was further determined that the device failed pretest for check with test bench and record results; power: 30 to 80 watt(w) and speed: min. 632 to 1032 rpm at 6.5 bar ± 0.2 bar, check external leak tightness, check internal leak tightness, and general condition, check history. It was noted in the service order that the motor seized, jammed and was moving heavily. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted